Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Investigation shows that no adhesive was applied where it should be normally. The root cause of the reported event cannot be determined at this time. DHR shows device was shipped in accordance with specification and this issue occurred subsequently and not due to manufacturing of product. Evidence of damage around the indicated part is visual and external force can not be denied. The following is stated in the instruction manual: "inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continued to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported customer issue was not able to be duplicated , the forceps elevator mechanism (motion and position) was tested and there were no issues observed. However, further inspection found peeling on forceps cover glue (c-body) and probe unit is found loose. Leaking and scrape marks were observed on biopsy channel and the control knob is rough when engage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device elevator is broken. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.device evaluation found peeling on forceps cover glue.